Event description:
It was reported that the shunt did not perform well after about five years of being implanted. Patient symptoms included headache, nausea and vomiting. The CT scan showed enlargement of the ventricles. The shunt was found to be firm and was unable to discharge fluid.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided.